Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-02479. It was reported the pt was not receiving effective stimulation from his scs system. A sjm rep met with the pt for reprogramming of the pt's scs system. However, effective stimulation could not be obtained. The rep stated during the reprogramming session the pt experienced unintended stimulation in his abdomen and ribs. An impedance diagnostics indicated all impedances were normal. X-rays were ordered. F/u on (B)(6) 2014 identified the x-rays showed one of the pt's leads has migrated. Add'l reprogramming was successful in eliminating the unintended stimulation in the pt's abdomen and ribs. Add'l f/u on (B)(6 )2014 identified the pt turned his scs stimulation off to see if it would make a difference in the level of pain he is experiencing, but reported there is no difference. Surgical intervention may be undertaken at a later date to address the issue.